Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib) and posterior wall. The deflection knob popped off the sheath during pre-mapping and was reattached. Ablations and post-mapping were then performed. They noted having to go back in to touch the posterior wall. Air was drawn in during catheter insertion and despite aspirations continued to reappear. The catheter was then removed, and a non-bsc mapping catheter was inserted. It was then they noticed blood leaking out of the valve. However, despite the issues, the post mapping and case was able to be completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspection of the returned faradrive sheath confirmed the loose knob at the handle and adhesive present on the 3 ribs of the screw component, indicating an insufficient bond between the screw and steering knob. The sheath was evaluated for functionality and was observed to achieve and maintain deflection. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath and identified as the primary cause of the allegation. Examination of the friction gasket found the component torn apart with the base of the gasket adhered to the shaft of the sheath, indicating previous difficulty with engaging deflection. The gasket must have been torn apart from additional force applied to operate the steering knob and potentially contributed to the detachment of the knob.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib) and posterior wall. The deflection knob popped off the sheath during pre-mapping and was reattached. Ablations and post-mapping were then performed. They noted having to go back in to touch the posterior wall. Air was drawn in during catheter insertion and despite aspirations continued to reappear. The catheter was then removed, and a non-bsc mapping catheter was inserted. It was then they noticed blood leaking out of the valve. However, despite the issues, the post mapping and case was able to be completed successfully. No patient complications occurred. The device is expected to be returned for analysis.